Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a loss of efficacy that began two months prior. The patient did not feel any stimulation, even when the stimulation was increased to 25ma. The caller mentioned that the patient had a fall about ayear ago, but it was not presumed to be related to the current issue. Impedance values were checked, and all appeared normal with green check marks. A connectivity check was performed, which also appeared normal, although it was noted that this was not the intended purpose of the connectivity check. The patient¿s programming previously included cycling, but no adaptive stimulation. An attempt was made to map stimulation using different electrodes, but the patient still did not perceive any stimulation. Cycling was turned off while trying to achieve stimulation sensation. The agent advised considering further attempts to achieve sensation and suggested pulling logs/reports for analysis.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was in the process of scheduling an appointment to get imaging done at their hcp. The issue was not resolved. The requested log was attached.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.